Event description:
Boston scientific received information that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent an MRI of his spine. During the MRI procedure, the pt withstood the pain from the heating of the device (up to 42 degrees celsius) rather than notifying the physician of his pain as initially instructed. The reason was the pt wanted the MRI results more than stopping the pain. A small ulcer formed around the pocket, which the physician feels was a result of the MRI. The wound was treated conservatively and the pt is doing fine. No additional adverse pt effects were reported. The device remains implanted and in service. The serial number of this device is currently unk and attempts to obtain information was unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.